Event description:
The customer's family or friend reported via phone call that the insulin pump was not working, and after a battery change, the insulin pump had lines appearing across the screen when the act button was pressed. The caller observed a partial display on the screen. The customer's blood glucose was 62 mg/dl. The caller stated that the device had neither been dropped nor bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no missing segments or blank display noted. The insulin pump had no display anomaly when pressing the act button observed. The insulin pump had a minor scratched display window and cracked reservoir tube lip.